Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged sudden kidney damage. Medical intervention was not specified. The third-party service center concludes that they confirm the customer's complaint and unit got corrected. Box d was updated. Box h was updated. Additional information was updated.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged sudden kidney damage. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed that the customer complaint could not be reproduced. Device was scrapped. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.